Event description:
Reportable malfunction: on 05/10/99, user facility has received a novopen 3 device from the u.s. With the following complaint: "a man reported that his novopen 3, which he has been using for over a year, has a pushbutton that has become difficult to depress and has become difficult to depress and has failed the function check when used with novolin 70/30 penfill insulin." There was no indication of an adverse event. Result and conclusion of MFR's investigation- on 06/07/99 established that the collar on the piston rod nut was broken off. This is the first report after the corrective action was implemented in order to minimize the occurrence of this fault. The device was tested for dose accuracy at different dose sizes of 2,5,10 and 20 iu (1 iu= 10 mg). Conclusion- the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction. Corrective action- (design change to piston rod nut) was implemented when the first reportable malfunction was reported. A fall test beyond specs comparing the old and new design proved a significant improvement in the robustness of the device with the new design. No serious incidents have been reported on this fault. This is the first fault "collar on piston rod nut broken off" on a device with the new design. Based upon the knowledge accumulated until now about this fault, it is evaluated that the fault is unlikely to cause any serious injury if it were to re-occur.